Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance (sli) which was detected on the patient remote monitoring system. The shocking impedance measurement was 125 ohms. On review, it was likely that the patient was away from the communicator for a period of time. Boston scientific technical services (ts) advised troubleshooting measures. Additional information indicated that the cause of high shock impedance was not determined and no test was performed for this patient. Moreover, the patient will be for continued routine follow-up. The system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.